Manufacturer narrative:
Company comment: the serious expected event of hypersensitivity at implant site was considered possibly related to the treatments. Seriousness criteria include the need for multiple medical interventions and hospitalization to prevent permanent damage. The likely root cause for the event includes the patient's hypersensitivity to the products. The restylane defyne was used off label. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and indicate a possible involvement of the product. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number: (B)(4) is a spontaneous report sent on 10-may-2023 by a nurse practitioner which refers to a 52-year-old female patient. Additional information was received on 11-may-2023 from same reporter. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On an unknown date, the patient received treatment with 1 ml of restylane defyne, 0.4 ml to upper and lower lip and the remaining 0.6 ml to the anterior aspect of the cheeks and 1 syringe of restylane contour to lateral cheeks (unknown lot number, injection technique and needle type). The restylane defyne was injected to lips (off label use of device). The hcp reported that the patient was at her office for about an hour post injection and she had no reactions. About 6 hours later, the patient had experienced a severe allergic like reaction (implant site hypersensitivity) to a restylane filler treatment. Then, the patient went to the emergency room with a severe reaction in the lip area. The patient was admitted to the hospital and was treated with an epipen [epinephrine], unspecified steroids and ativan [lorazepam] to calm her down. The patient was discharged from hospital after an overnight stay. According to the reporter, she felt that the reaction was from the restylane defyne not from the restylane contour. Outcome at the time of the report: allergic like reaction was unknown. Restylane defyne was injected to lips was recovered/resolved.